Event description:
It was reported occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Customer acknowledged the alarm multiple times and resumed insulin to resolve the issue and continued to use the pump for therapy.